Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Mitral valve insufficiency/ regurgitation (recurrent) appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation it was that on (B)(6) 2023 , a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was successfully deployed on, reducing mr to a grade of 1. The following day, echocardiography showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023 an additional mitraclip was performed. One clip was implanted, stabilizing the slda and reducing mr to a grade of 1. No additional information was provided.